Event description:
It was reported by the company representative that the programmer stalled when powering on and the "model select" screen did not display. The company representative ran the service diskette and the programmer powered on successfully. Technical support (ts) also discussed calibrating the touch pen. The programmer remains in service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.